Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 8281940. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter during use. The following was reported by the initial reporter: "it was reported that insulin is getting cloudy when using syringes. Verbatim: from phone call on (B)(6) 2021 14:07:50: called consumer to verify mailing address. Consumer will be sending one used syringe and one unused for evaluation. Consumer reported insulin getting cloudy while using veo syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter during use. The following was reported by the initial reporter: "it was reported that insulin is getting cloudy when using syringes. Verbatim: from phone call on (B)(6) 2021 14:07:50: called consumer to verify mailing address. Consumer will be sending one used syringe and one unused for evaluation. Js. Consumer reported insulin getting cloudy while using veo syringes."